Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the various reservoir bag kept collapsing. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).